Manufacturer narrative:
The reported complaint of 'user advisory ua07 (discrepancy between load 1 and load 2 too large)' error message on the autopulse platform (serial # (B)(4)) was confirmed during functional testing. Upon powering the autopulse system, it displayed ua07 error message. The most probable root cause was due to damage load cells. During visual inspection, there were no physical damages observed on the autopulse platform system. Unable to perform functional testing due to ua07 error code displayed upon powering up the platform.. The damage load cells 1 and 2 were replaced to correct the issue. A review of the autopulse's archive data was performed and it was noticed that the data was corrupted. The processor board was replaced to correct this issue, unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on 12/27/2017 and ccr (B)(4) was reported on 8/9/2016. The load cells were replaced to address the ua07 error messages in both of these complaints.

Event description:
It was reported that during shift check the autopulse platform resusitation system displayed error code ua7 (discrepancy between load 1 and load 2 too large). No patient involved.